Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.

Event description:
It was reported that a device alarms for a false downstream occlusion. There was no patient injury.